Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, a cosmetic white substance that developed in vivo on the outer insulation of the lead was observed, the outer insulation of the lead developed a cosmetic depression while in vivo, and visual analysis of the lead indicated stretching and apparent explant damage. The analyst noted that destructive analysis was performed to remove the lead removal wire, then testing of the distal coil and visual inspection of inner insulation were performed. No distal discontinuity or inner insulation breached was observed.

Event description:
It was reported that the right ventricular (rv) lead had no capture at high outputs and impedance was high. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): product ID (B)(4) implantable pulse generator (ipg) 2005-(B)(6), 5076 implantable pacing lead 2005-(B)(6). (B)(4).